Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine implant procedure, appropriate capture was observed when using the pacing system analyzer (psa) with the non-bsc left ventricular (lv) lead. The device was then attached to the lv lead for the post-implant device measurement, which displayed "na" as the lv lead impedance measurement. Additionally, r-wave measurements could not be obtained. Another vector was attempted, with no success. The implanting physician re-opened the device pocket and re-checked the connection. At that time, lv threshold measurements were 4.0 volts @ 1ms with capture achieved at elevated threshold measurements. The boston scientific sales representative believes that the lv lead may have moved during the device check and was not in contact with a vessel. No adverse patient effects were reported as a result of re-entry of the device pocket.